Event description:
Consumer called to report having a spell the previous evening, sweating and convulsing, was treated by paramedical team with 2 shots of glucogon and oj with sugar. Meter reading was not taken at the time, but 30 minutes later, reading was 120.